Manufacturer narrative:
Pump received with blank display and constant tone. Problem isolated to mother board. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube treads. (B)(4).

Event description:
Customer reported via phone call to have received a long constant tone and then received a blank screen display. Customer's blood glucose was 175 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.